Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency room (ER) due to inappropriate shocks by the right ventricular (rv) lead. The rv lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead impedance trend was noted to have spikes in both tip to ring and tip to coil configurations. The lead was suspect of a fracture. The lead was programmed off until lead revision. The lead was removed and a new lead was implanted. It was further reported that during rv lead extraction, the right atrial (ra) lead had dislodged. The ra lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.